Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (rep): information was received by a company representative (rep) regarding a patient who was receiving morphine (20 mg/ml at 5.311 mg/day) and bupivacaine (4 mg/ml at 1.06 mg/day) via implantable infusion pump. It was reported that the patient had an MRI on (B)(6) 2021. The patient was seen by a healthcare provider on (B)(6) 2021 for a pump interrogation and a stall was shown. 15 minutes later the pump was interrogated again and the stall was still present so the patient was placed on a list to have the pump replaced. The rep noted that on (B)(6) 2021 the pump was interrogated again and the logs revealed a stall on (B)(6) 2021 at 10:55am and recovery on (B)(6) 20212 at 11:46am. The clinician is looking for a reason if the pump was truly in telemetry state why the second interrogation did not show recovery for them at the time. Exact times of interrogations were unknown. No symptoms/patient complications were reported. On (B)(6) 2021 (B)(4) (rep): additional information received by the company representative (rep) reported that the patient will no longer be placed on a list to have their pump replaced since the logs showed that the pump had restarted on the 3rd interrogation and it was determined that it was truly in telemetry mode. It was noted that the issue has been resolved.